Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested and the following was obtained: are you able to confirm if the drivers were retrieved from the patient? If drivers were left in the patient, is any intervention planned to retrieve the drivers? Please explain. Was there any change in the post-operative care of the patient as a result of the event? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? It was described to me that the drivers were removed from the patient by the surgeon using lap graspers. No change in post op care. Product code is plee60a.

Event description:
It was reported during a gastric bypass procedure on the fifth firing of the device it was noticed that the orange staple drivers were out of the cartridge and inside the patient. It is unknown if all the drivers were retrieved from the patient. The device cut and stapled as expected. The sales rep indicated that there were no patient consequences reported. The procedure was completed with the same device.

Manufacturer narrative:
(B)(4). Batch # p55242. The analysis results showed that one gst60b cartridge reload was returned fully fired. The returned reload was disassembled to verify the condition of the internal components and was noted 4 drivers missing with staples present on the pockets from the missing drivers. No conclusion could be reached on what caused the drivers to fall out. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.